Manufacturer narrative:
Date of event: exact date unknown, event occurred over the last year based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg no longer hold a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well post-operatively. The explanted ipg will not be returned per hospital policy.